Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was being used on a female patient for a left total knee replacement. The catheter was placed without incident and used for the procedure. The patient was receiving 20cc of ropivacaine 0.5% without epinephrine and 5cc of 1.5% lidocaine with epinephrine for test dose. At which time, the anesthesiologist noticed the catheter to be leaking. He noticed a "sort of knick" in the catheter at the proximal end. The physician then cut the piece of catheter where the leakage was occurring (far away from the patient), thereby getting rid of the area that was causing the leak so the catheter was still able to be used and administer medication without leakage. The patient received successful pain management that was well controlled. There was no delay in treatment, no patient death and no patient complications were reported.